Event description:
It was reported when the device was used during a low anterior resection, it fired an incomplete staple line. The case was completed by hand sewing. Operating room time was extended 3 hours. Patient consequence unknown.